Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) 5.6 mg per day 15mg/ml via an implantable pump. It was reported that there was more drug in the pump reservoir than expected at the time of the patient¿s refill (4ml expected and 17ml aspirated). He also noted frequent motor stalls with appropriate recovery. The physician questioned if the pump was the issue. The company representative (rep) explained that the motor stalls typically occur from magnetic resonance imaging (MRI)/ strong magnetic force and the catheter was likely the culprit. The patient was brought to the operation room (or) for a catheter revision. At the time of the revision, the patient was also undergoing a larger orthopedic procedure (tlif). During this procedure the spinal segment of catheter was compromised. It was also found that the pump segment of the catheter was extremely kinked and twisted. For that reason, a complete catheter revision was performed. The managing physician also requested a prophylactic pump replacement despite the evidence of the catheter being the issue. The patient stated that she had frequent mris within the last six months at the time of the procedure. Regardless, the physician requested a pump replacement. The patient reported experiencing some withdrawal symptoms, including nausea and weakness. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.